Manufacturer narrative:
Additional information: section h imdrf annex codes correction: initial reporter first name, initial reporter last name, initial reporter e-mail and other occupation. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station was on maintenance mode. The technical support specialist confirmed that the firmware had been updated to version 1.10.2.34, but hh was still missing in the station application. The station was identified as an older repurposed unit, to which an enhanced hh cubie drawer had been added. The field service engineer (fse) replaced the back panel lock and diagnosed a bad half-height pyxibus module (pmc) to restore proper station functionality. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station in maintenance mode and error message as failed to update. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, station in maintenance mode and error message as failed to update. There were no adverse events or injuries reported based on this event.